Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per the high torque command 18 instructions for use (IFU), (IFU): if resistance is observed art any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Although it was reported that the physician pushed the delivery catheter with force over guide wire, this was due to the resistance noted and likely caused by the reported polymer damage, therefore the pushing with force seemed to be a reasonable clinical response to the difficulties and did not cause or contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement of the guide wire through the anatomy and/or the delivery device, the polymer coating became damaged resulting in the reported difficulty to advance and difficulty to remove. Manipulation against resistance ultimately resulted in the reported polymer peeling on the tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device not available for evaluation.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after difficulty advancing the device was experienced, force was applied to advance the device. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to implant a pressure wire in the pulmonary artery, the delivery catheter was advanced over the high torque command 18 guide wire. Once the catheter reached the right atrium, it would not advance. Trouble-shooting was performed and the sensor was deployed; however, during removal of the delivery catheter, both the delivery catheter and guide wire were moving together. Unsuccessful attempts to remove the catheter alone were made, so both devices were removed together. Once outside the anatomy, the devices remained stuck together and loose coating at the tip of the guide wire was noted. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.